Event description:
It was reported that a malfunction alarm occurred. The customer currently has no backup therapy. Customer will reach out to health care provider. There was no adverse impact to the customer¿s blood glucose level.